Event description:
It was reported that during use with bd facscanto¿ ii flow cytometer waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: customer stated that the leak was just a minor drip, no one was injured, it was not under pressure and it did not spray out. They noticed a few drops coming out of the connector and shut down the instrument right away. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint regarding leak from the bulkhead fitting on waste located on the wetcart on 30dec2022. This poses the risk of harming or injuring the customer or patient due to contact with the fluid. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 30dec2021 to 30dec2022. Device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # 338960-338960-v33896002397-100781138-15, was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 279 complaints related to as reported code 1 : fluidic ¿ leak. Then further filtered by as analyzed code 1, as analyzed code 2 and as analyzed component there are 17 complaints ¿ pr 4359363, 4date range from 30dec2021 to 30dec2022. Returned sample analysis: a return sample was not requested because parts replaced are not returnable. Service history review: review of related work order #: (B)(4), case # (B)(4). Install date: 12nov2015. Defective part number: 59-10090-05 - coupl ins hose barb pp orn ; 59-10181-05 - cpln bdy pnl mt 1/8id org. Work order notes: actual leak was on bulkhead of the left side of the canto - not the wetcart which is leak free per fse (B)(4). Work performed: replaced both the female and male orange fittings on the side of the canto. Ran a fluidics start-up and shutdown with out issue or leaks. Verified proper laser alignment and power with use of cab beads. Ran cs&t baseline and performance check - passed. Ran a 7-color set-up - passed. Cause: waste fittings need to be replaced. Solution: replaced the waste fittings. Parts replaced: 59-10090-05 - coupl ins hose barb pp orn ; 59-10181-05 - cpln bdy pnl mt 1/8id org. Labeling / packaging review: n/a. Risk analysis: risk management file part # 338942ra, rev. 09/vers. H, ra bd facscanto product family was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified: yes/no. ID : 3.1.12 potential leakage. Hazard : potential lack of workmanship during assembly. Harmful effects : potential biohazard exposure. Residual probability: 1. Residual severity: 4. Residual risk index: 4. Potential causes: based on the investigation results, the potential cause of the leak was faulty waste fittings. Investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, risk analysis, and service activity review, the potential cause of leak from the bulkhead fitting on waste was determined to be faulty waste fittings. The customer reported a complaint regarding a leak from the bulkhead fitting. The field service representative (fsr) confirmed the leak was on bulkhead on the left side of the instrument and that the waste fittings were faulty. The fsr proceeded to replace the male and female orange fittings and then ran a fluidics start-up and shutdown. The fsr also verified proper laser alignment and power and ran cs&t baseline and performance check. After the replacement, the instrument was tested and was performing as intended. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 150. Although the leak could have potentially caused exposure to biohazardous material, the customer confirmed that there was no physical contact with the leaked fluid. No one was injured or harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, complaint was confirmed and the potential cause of the leak was faulty waste fittings. The customer reported a complaint regarding a leak from the bulkhead fitting. The field service representative (fsr) confirmed the leak was on bulkhead on the left side of the instrument and that the waste fittings were faulty and proceeded to replace the male and female orange fittings. After the replacement, the instrument was tested and was performing as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facscanto¿ ii flow cytometer waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: customer stated that the leak was just a minor drip, no one was injured, it was not under pressure and it did not spray out. They noticed a few drops coming out of the connector and shut down the instrument right away. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak: waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.